Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2006 captures the reportable event of erosion.

Event description:
It was reported that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. Following the implantation, the patient has experienced erosion; however, no medical interventions have been performed to address the symptom. Additionally, the physician believes that since the sling introducer features a rounded metal tip that requires significant force to traverse the connective tissue layers of the anterior pelvis and anterior abdominal wall, it could potentially increase the risk of perforation.

Manufacturer narrative:
Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom is a known risks associated with this device type and indicated as such in the instructions for use. Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspected device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e2006 captures the reportable event of erosion.

Event description:
It was reported that a boston scientific mesh was implanted into the patient during a procedure performed on an unknown date. Following the implantation, the patient has experienced erosion. Additionally, the physician indicated that the sling introducer features a rounded metal tip that requires significant force to traverse the connective tissue layers of the anterior pelvis and anterior abdominal wall, potentially increasing the risk of perforation.